Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and tenderness at implant site. The right atrial (ra) lead exhibited high thresholds. During a procedure to reposition the lead it was found that both the ra and right ventricular (rv) leads had dislodged and were not pacing. Placement difficulty was also noted. Both leads were explanted and replaced.